Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that during a lead revision procedure, with the device out of the pocket, oversensing was exhibited and no pacing was observed. The pacing resumed when the pacer was placed back into the pocket, however, one pacer spike was observed without a subsequent paced qrs signal. The physician questioned why this happened. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.